Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a battery depleted set alarm was found to have resulted from user error. A device history review was performed with no exceptions during manufacturing found.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damaged main batteries. To correct the condition, the main batteries were replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
During baxter's review of the event history for another report, it was discovered that a battery depleted set alarm occurred during infusion, which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.92, categorized as remediated.